Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for original complaint - litigation alleges that patient experienced aches and pain in hip and groin, stiffness, difficulty with activities of daily living, and elevated levels of chromium and cobalt. Update apr 6, 2017. Asr revision. Pfs and medical records received. In addition to what was previously reported, pfs alleges limited mobility. After review of medical records for MDR reportability, it was indicated metallosis and thickened synovium. Stem and sleeve have been added due to high metal ions. No lab results and operative notes provided. Dor was provided. This was updated on apr 25, 2017.